Event description:
It was reported by the account that during an unknown procedure, the device would not fire. No additional information is available about the event. No patient consequence was reported. Unknown how the case was completed. One device is being returned.

Manufacturer narrative:
H6: broken jaw ramp. H3. Evaluation summary: the analysis results found that one el5ml device was returned for analysis. The device was noted to have the jaw ramp broken off from the left side. No anomalies were found with the cam. The device was tested for functionality; it cycled, and ejected the remaining clips due to the jaw condition.